Event description:
Event description boston scientific crm received information that this 4054 lead, which was implanted in the right ventricle, was surgically abandoned due to high impedances and non-capture. The intended replacement 4459 lead was then punctured by the stylet during insertion. This lead was removed from the procedure and successfully replaced with a new lead. During the revision, the leads were also found to have been mistakenly plugged into the incorrect ports on the device (the 4054 had been implanted in the right ventricle and had been plugged into the atrial port). The leads were switched back to the appropriate ports. No adverse patient effects were reported.